Event description:
Healthcare professional reported that surgery was performed to correct a band slippage. It was also noted that the port tubing was brown in color.

Manufacturer narrative:
Taper ii. (B) (4). Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."